Event description:
It was reported that the case was cracked. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is out of specification (crimped and/or creased). Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery drawer is broken. Battery contacts are compressed. Ring and two side bails are missing. Upper and lower cases, ring cover and two side bail covers are broken. Battery release, heart block, and heart contacts are contaminated.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Encoder flex is out of specification (crimped and/or creased). Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery drawer is broken. Battery contacts are compressed. Ring and two side bails are missing. Upper and lower cases, ring cover and two side bail covers are broken. Battery release, heart block, and heart contacts are contaminated.